Event description:
Report received of an over-delivery. The pump was programmed to deliver tpn at a rate of 42ml/hr on the primary line. After two hours, the nurse noticed that the pump display read 500ml/hr and "the container (1000ml) was completely empty". There were no reported audible alarms. This same pump was alternately being used to deliver an unknown antibiotic without any reported issues. The patient was given lasix 40mg IV because patient's "lungs were moist"; otherwise, the vital signs were "stable". There was no fluctuation in the patient's blood sugar. There was no reported adverse patient effect. The patient has been discharged from the hospital fully recovered. Though requested no further information was available.